Event description:
Pt stated she took a break from rx to have back surgery and now that she is up and moving around again, she needs rx for her knee, inject 1 syringe intra-articularly into left knee once a week for 3 weeks at mdo. (B)(6).